Event description:
It was reported that pump experienced malfunction alarm, and distributor and customer could not provide additional details about how issue occurred. There was no reported impact to customer¿s blood glucose level. Distributor attempted to restart pump but malfunction alarm repeated and access to pump was not possible, so device was arranged to be returned for evaluation and customer was provided replacement pump.